Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture, organ/vena cava perforation, embedment, difficult to retrieve, disfiguring injuries (pain/distress/limited activity). Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported disfiguring injuries (pain/distress/limited activity) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on or about (B)(6) 2005. A computed tomography (CT) scan of the patient's abdomen and pelvis that was performed approximately 12 years and 5 months later revealed that the filter struts "had moved since the filter was placed, with several of the struts extending outside [the patient's] inferior vena cava into both [the patient's] retroperitoneum and vertebra." It is also alleged that the patient underwent a complex filter retrieval approximately 13 years and 9 months later and the filter was "noted as being "embedded, fractured, and penetrating"." The patient's surgeon was allegedly ale to remove the filter body and one fractured filter strut, but was unable to remove several fractured fragments of the ivc filter. The patient experienced "significant, disfiguring injuries, including significant pain and distress restricting [the patient's ability to engage in activities of daily living." Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant via the right internal jugular vein status post deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation, device is unable to be retrieved as well as fracture and embedment with complex filter retrieval. Patient notes and further alleges experiencing "abdominal pain, circulation probel [sic] problem [sic]. I have anxiety and stress because of filter", emotional distress, physical limitations, and post-implant dvt. Per the computed tomography (CT) abdomen with oral contrast: "impression: there is no tilting of the ivc filter, and the apex does not touch the wall. There appears to be perforation of the medial, anterior and lateral limbs of the filter as described, greatest medially. The tip of the medial strut almost touches the medial wall of the aorta and there could be a tiny amount of scarring around the tip. The aorta has normal caliber. There is no fibrosis around the ivc and no narrowing". Per the successful, complex ivc filter retrieval: "successful complex retrieval of chronically embedded, fractured and penetrating gunther-tulip ivc filter. Successful retrieval of existing fractured filter wire fragment.. A few small residual filter wire fragments remain embedded in the caval wall and appear stable".

Manufacturer narrative:
) Investigation: the following allegations have been investigated: dvt, abdominal pain, circulation issue, anxiety, stress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal pain, circulation issue, anxiety, stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.